Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that a patient with severe lv(left ventricular) dysfunction and cardiogenic shock had an intra-aortic balloon (iab) inserted to initiate therapy. After 10 hours of therapy a 'leak in iab circuit' alarm was generated and blood was seen in gas tubing. A new balloon was inserted. There was no reported injury to the patient.

Manufacturer narrative:
The iab was returned cut in two parts with the membrane completely unfolded and traces of dried blood on the exterior of the iab. A trace of dried blood was observed on the interior near the cut portion of the catheter tubing only. The extracorporeal tubing was cut from the iab and not returned. An underwater leak test of the catheter, y-fitting and extracorporeal tubing was performed but the leak could not be located. We were unable to test the complete iab catheter for the reported problem due to its returned condition and part of the device not returned. However dried blood was observed within the iab. This most likely caused the reported alarm. The evaluation confirms the reported event. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that a patient with severe lv(left ventricular) dysfunction and cardiogenic shock had an intra-aortic balloon (iab) inserted to initiate therapy. After 10 hours of therapy a 'leak in iab circuit' alarm was generated and blood was seen in gas tubing. A new balloon was inserted. There was no reported injury to the patient.

Event description:
It was reported that a patient with severe lv (left ventricular) dysfunction and cardiogenic shock had an intra-aortic balloon (iab) inserted to initiate therapy. After 10 hours of therapy a 'leak in iab circuit' alarm was generated and blood was seen in gas tubing. A new balloon was inserted. There was no reported injury to the patient.

Manufacturer narrative:
The iab was returned cut in two parts with the membrane completely unfolded and traces of dried blood on the exterior of the iab. A trace of dried blood was observed on the interior near the cut portion of the catheter tubing only. The extracorporeal tubing was cut from the iab and not returned. An underwater leak test of the catheter, y-fitting and extracorporeal tubing was performed but the leak could not be located. We were unable to test the complete iab catheter for the reported problem due to its returned condition and part of the device not returned. However dried blood was observed within the iab. This most likely caused the reported alarm. The evaluation confirms the reported event. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. To: the iab was returned cut in two parts with the membrane completely unfolded and traces of dried blood on the exterior of the iab. A trace of dried blood was observed on the interior near the cut portion of the catheter tubing only. The extracorporeal tubing was cut from the iab and not returned. An underwater leak test of the catheter, y-fitting and the returned piece of the extracorporeal tubing was performed but the leak could not be located. We were unable to test the complete iab catheter for a leak due to its returned condition and part of the device not returned. However, dried blood was observed within the iab and could only enter the iab via a leak or a manual cut to the iab . This most likely caused the reported alarm. The evaluation confirms the reported event. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).